Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07837; 2938836-2020-07838. It was reported that the patient developed allergy due to subclavian vein occlusion. When the physician examined the patient, thrombosis was noted. The physician did not allege or mentioned that the device or leads caused the allergy. The superior vena cava was noted to be occluded by the leads. The complete system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was extracted due to complications caused by subclavian vein occlusion. Interrogation of the device revealed it was above eri when received. Analysis was normal. No anomalies were found.